Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be provided in the follow up-report.

Event description:
It was reported that the delta monitor did not display patient parameter values or waveforms for ECG, blood pressure and spo2. Replacing the patient cables did not help. After replacing the monitor, the patient was found to be in very poor condition and the new monitor alarmed for asystole; the patient was resuscitated but died nonetheless.

Manufacturer narrative:
Additional information were received from the customer stating that they don¿t see a relationship between the device problem and the patient death as the device alarmed the technical problem and due to that the medical staff took constantly care of the patient. The affected delta monitor including log files, and a strip report from the associated infinity central station were provided for the investigation. The complete functionality of the monitor was tested and no errors or malfunctions occurred. During simulation waveforms and patient parameters were displayed correctly and the monitor performed as expected. Visual analysis detected broken spots on the front and the housing preventing it from locking properly. Furthermore, a non-approved third party battery from axcom was installed in the monitor. Analysis of the error logs did not show any hardware or software issue at the time of the event. Evaluation of the alarm history log shows that between 22:21 and 23:12 on (B)(6) 2016 the monitor generated several visual and audible serious grade alarms for hr below 40 bpm, art below lower limit, art m below 60 mmhg and art static pressure. During the timeframe the alarms were repeatedly acknowledged by a user pressing the alarm silence button. The ics strip report during the event shows that the monitor was unable to obtain spo2, heart rate and nbp values. This was indicated by a *** in the parameter box is likely caused by an artifact. The delta IFU recommends to use dräger approved batteries as other batteries have not been verified for use can have unknown impact on monitoring. Although the reported issue of missing waveforms and values could not be reproduced or verified, the monitor still alarmed to alert he user about the patient status during the event. The IFU notes that measurements can be affected by the measuring site, the lying position, movement of the patient, and the physiological condition of the patient.

Event description:
Please see initial report.